Event description:
Device was implanted on 7/2/86. The cylinders and pump were revised on 7/25/90. The entire device was removed from the pt on 10/16/96, due to fluid loss, and replaced. Add'l lot/ser no: 8131k.